Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument was returned with a broken carbide insert at one of the grips. The insert was broken near the midpoint of the grip. No damage was found on the other grip or at the instrument clevis.

Event description:
It was reported that during a da vinci si hysterectomy procedure, while the surgeon was suturing the vaginal cuff and while using the mega needle driver instrument, the insert from the mega needle driver instrument came off and fell into the patient. The fragment was immediately retrieved and the instrument was replaced with another instrument of the same type. The planned surgical procedure was completed and no patient harm, injury or adverse outcome was reported.